Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into an off-label insertion site. According to the patient¿s parent, on 11/04/2025, the patient experienced a skin reaction with scaring on the leg from the pod and sensor. The reaction was treated with a prescription of a hormone cream due to scar tissue. No photo was provided. There was no documentation of medical intervention. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.